Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very strong menstrual cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her periods were painless. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), genital haemorrhage ("haemorrhages"), dermatitis allergic ("allergic reactions all over her body"), headache ("strong headaches"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general worsening of her mouth"), gingival disorder ("general worsening of her gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("generalised tiredness") and mood swings ("mood swings"). The patient was treated with surgery (essure device removal). Essure was removed in (B)(6) 2019. At the time of the report, the dysmenorrhoea, back pain, genital haemorrhage, dermatitis allergic, headache, blindness, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: since the insertion of the essure device, she was suffering a severe worsening of her health, which have led to require the use of general and emergency medical services very frequently. It was reported that, from the moment that essure was removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear and she started to feel much better from the beginning (much better than when she had the device inserted). But, despite her general improvement, she suffered body injuries that still persist. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: final report ticked. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("very strong menstrual cramps") and pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who had essure inserted (lot no. 623833) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was ciprofloxacin. The patient had a medical history of nervousness, blurred vision, carpal tunnel release, pharyngitis, dyslipidemia, ear pain, pollakiuria, flu syndrome, dry cough, vaginal delivery (2), chest pain, dysuria, arterial hypotension, fibromyalgia, foot pain, hand pain, sore throat, conjunctivitis, lower abdominal pain and neck pain. Before essure, her periods were painless. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. On an unknown date, the patient started ciprofloxacin at an unspecified dose and frequency. On unknown dates she experienced dysmenorrhoea (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), back pain ("lumbar pain"), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reactions all over her body"), headache ("strong headaches"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("loss of teeth / loss of dental pieces"), oral disorder ("general worsening of her mouth"), gingival disorder ("general worsening of her gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("generalised tiredness"), mood swings ("mood swings") and personality change ("change of character"). The patient was treated with diclofenac, amitriptyline, omeprazole, zaldiar (paracetamol;tramadol hydrochloride), ibuprofen and diazepam as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, pelvic inflammatory disease, personality change, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: since the insertion of the essure device, she was suffering a severe worsening of her health, which have led to require the use of general and emergency medical services very frequently. It was reported that, from the moment that essure was removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear and she started to feel much better from the beginning (much better than when she had the device inserted). But, despite her general improvement, she suffered body injuries that still persist. The patient is still not in good health, receiving treatments and assessing the sequelae suffered. (B)(6) 2008 ¿ essure today, left ovary 1 coil, right ovary 1 coil, no incidences. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: without observing bilateral tubal patency, with a well-positioned metallic intratubal device (essure); on (B)(6) 2008: essure was not properly placed. Lot number: 623833, manufacture date: 2007-06 and expiration date: 2009-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('very strong menstrual cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her periods were painless. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), genital haemorrhage ("haemorrhages"), dermatitis allergic ("allergic reactions all over her body"), headache ("strong headaches"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general worsening of her mouth"), gingival disorder ("general worsening of her gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("generalised tiredness") and mood swings ("mood swings"). The patient was treated with surgery (essure device removal). Essure was removed in (B)(6) 2019. At the time of the report, the dysmenorrhoea, back pain, genital haemorrhage, dermatitis allergic, headache, blindness, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, sciatica, fatigue and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: since the insertion of the essure device, she was suffering a severe worsening of her health, which have led to require the use of general and emergency medical services very frequently. It was reported that, from the moment that essure was removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear and she started to feel much better from the beginning (much better than when she had the device inserted). But, despite her general improvement, she suffered body injuries that still persist. The patient is still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered; update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very strong menstrual cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her periods were painless. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital hemorrhage ("hemorrhages"), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general worsening of her mouth"), gingival disorder ("general worsening of her gums"), urinary tract infection ("urinary tract infections"), hypersensitivity ("allergic reactions all over her body"), sciatica ("sciatica"), back pain ("lumbar pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("vision loss") and mood swings ("mood swings"). The patient was treated with surgery (essure device removal). Essure was removed in (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital hemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, hypersensitivity, sciatica, back pain, fatigue, headache, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital hemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: since the insertion of the essure device, she was suffering a severe worsening of her health, which have led to require the use of general and emergency medical services very frequently. It was reported that, from the moment that essure was removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear and she started to feel much better from the beginning (much better than when she had the device inserted). But, despite her general improvement, she suffered body injuries that still persist. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("very strong menstrual cramps") and pelvic inflammatory disease ("pelvic inflammation") in a 33 year-old female patient who had essure inserted (lot no. 623833) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was ciprofloxacin and . The patient had a medical history of hypotension, nervousness, blurred vision, carpal tunnel release, pharyngitis, dyslipidemia, ear pain, pollakiuria, flu syndrome, dry cough, vaginal delivery (2), chest pain, dysuria, arterial hypotension, fibromyalgia, foot pain, hand pain, sore throat, conjunctivitis, lower abdominal pain and neck pain. Before essure, her periods were painless. Previously administered products included: oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 395 days after essure insertion, she experienced back pain ("lumbar pain"). On (B)(6) 2009 she experienced intervertebral disc protrusion ("d6-d7 disc herniation"). From (B)(6) 2010 to (B)(6) 2010 the patient received ciprofloxacin at an unspecified dose three times a day. The dose was changed to 500 mg three times a day from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012 she experienced urethral pain ("urethra renal colic"). On (B)(6) 2012 she experienced sciatica ("sciatica"). On (B)(6) 2014 she experienced mood swings ("mood swings"). On (B)(6) 2016 she experienced headache ("strong headaches"). On (B)(6) 2018 she experienced alopecia ("hair loss"). On (B)(6) 2018 she experienced vision blurred ("vision loss") and blindness ("loss of vision"). On (B)(6) 2018 she experienced dysmenorrhoea (seriousness criteria medically important and intervention required) and heavy menstrual bleeding ("hypermenorrhoea"). Essure was removed on (B)(6) 2019. On unknown dates she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reactions all over her body"), tooth loss ("loss of teeth / loss of dental pieces"), oral disorder ("general worsening of her mouth"), gingival disorder ("general worsening of her gums"), urinary tract infection ("urinary tract infections"), fatigue ("generalised tiredness"), personality change ("change of character") and fibromyalgia ("fibromyalgia"). The patient was treated with diclofenac, amitriptyline, omeprazole, zaldiar (paracetamol;tramadol hydrochloride), ibuprofen and diazepam as well as surgery (bilateral salpingectomy). On (B)(6) 2020, urinary tract infection had resolved. At the time of the report, the genital haemorrhage had resolved. The outcomes for dysmenorrhoea, pelvic inflammatory disease, heavy menstrual bleeding, vision blurred, back pain, hypersensitivity, headache, alopecia, tooth loss, oral disorder, gingival disorder, sciatica, fatigue, mood swings, personality change, fibromyalgia, urethral pain, intervertebral disc protrusion and blindness were unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, gingival disorder, headache, heavy menstrual bleeding, hypersensitivity, intervertebral disc protrusion, mood swings, oral disorder, pelvic inflammatory disease, personality change, sciatica, tooth loss, urethral pain, urinary tract infection and vision blurred to be related to essure administration. The reporter commented: since the insertion of the essure device, she was suffering a severe worsening of her health, which have led to require the use of general and emergency medical services very frequently. It was reported that, from the moment that essure was removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear and she started to feel much better from the beginning (much better than when she had the device inserted). But, despite her general improvement, she suffered body injuries that still persist. The patient is still not in good health, receiving treatments and assessing the sequelae suffered. (B)(6) 2008 ¿ essure today, left ovary 1 coil, right ovary 1 coil, no incidences a hysterosalpingogram was also performed to check the correct insertion of the devices. On 10 (B)(6) 2008, in the satisfaction survey carried out (which is also included in the same standardised medical history), the patient reported a very satisfactory procedure and highlighted the advantage of not having to undergo surgery to date, no causal relationship has been found between essure® and the symptoms alleged in the claim by the patient. However, the patient's pathologies (fibromyalgia, urethra renal colic, d6-d7 disc herniation) justify part of these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: without observing bilateral tubal patency, with a well-positioned metallic intratubal device (essure); on (B)(6) 2008: essure was not properly placed lot number: 623833 manufacture date: (B)(6) 2007 expiration date: (B)(6) 2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event disc herniated, urethral pain & fibromyalgia added. Reporter causality comment added. Reporter added. After internal review, start dates for some events were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dysmenorrhoea ("very strong menstrual cramps") and pelvic inflammatory disease ("pelvic inflammation") in an adult female patient who had essure inserted (lot no. 623833) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was ciprofloxacin. The patient had a medical history of nervousness, blurred vision, carpal tunnel release, pharyngitis, dyslipidemia, ear pain, pollakiuria, flu syndrome, dry cough, vaginal delivery (2), chest pain, dysuria, arterial hypotension, fibromyalgia, foot pain, hand pain, sore throat, conjunctivitis, lower abdominal pain and neck pain. Before essure, her periods were painless. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. On an unknown date, the patient started ciprofloxacin at an unspecified dose and frequency. On unknown dates she experienced dysmenorrhoea (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), back pain ("lumbar pain"), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reactions all over her body"), headache ("strong headaches"), blindness ("vision loss"), alopecia ("hair loss"), tooth loss ("loss of teeth / loss of dental pieces"), oral disorder ("general worsening of her mouth"), gingival disorder ("general worsening of her gums"), urinary tract infection ("urinary tract infections"), sciatica ("sciatica"), fatigue ("generalised tiredness"), mood swings ("mood swings") and personality change ("change of character"). The patient was treated with diclofenac, amitriptyline, omeprazole, zaldiar (paracetamol;tramadol hydrochloride), ibuprofen and diazepam as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, pelvic inflammatory disease, personality change, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: since the insertion of the essure device, she was suffering a severe worsening of her health, which have led to require the use of general and emergency medical services very frequently. It was reported that, from the moment that essure was removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear and she started to feel much better from the beginning (much better than when she had the device inserted). But, despite her general improvement, she suffered body injuries that still persist. The patient is still not in good health, receiving treatments and assessing the sequelae suffered. On (B)(6) 2008 ¿ essure today, left ovary 1 coil, right ovary 1 coil, no incidences. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: without observing bilateral tubal patency, with a well-positioned metallic intratubal device (essure); on (B)(6) 2008: essure was not properly placed. The most recent follow-up information incorporated above includes data received on: 17-jun-2022: pfs and mr received : events- "change of character, pelvic inflammation", medical history, treatment drug, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very strong menstrual cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her periods were painless. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), alopecia ("hair loss"), tooth loss ("loss of teeth"), oral disorder ("general worsening of her mouth"), gingival disorder ("general worsening of her gums"), urinary tract infection ("urinary tract infections"), hypersensitivity ("allergic reactions all over her body"), sciatica ("sciatica"), back pain ("lumbar pain"), fatigue ("generalised tiredness"), headache ("strong headaches"), blindness ("vision loss") and mood swings ("mood swings"). The patient was treated with surgery (essure device removal). Essure was removed in (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, alopecia, tooth loss, oral disorder, gingival disorder, urinary tract infection, hypersensitivity, sciatica, back pain, fatigue, headache, blindness and mood swings outcome was unknown. The reporter considered alopecia, back pain, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, oral disorder, sciatica, tooth loss and urinary tract infection to be related to essure. The reporter commented: since the insertion of the essure device, she was suffering a severe worsening of her health, which have led to require the use of general and emergency medical services very frequently. It was reported that, from the moment that essure was removed, and even though it was done via a surgical procedure, the symptoms (or most of them) started to disappear and she started to feel much better from the beginning (much better than when she had the device inserted). But, despite her general improvement, she suffered body injuries that still persist. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.